Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated through photographic inspection, which identified excessive wear and severe damage to one of the condyles. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant devices - maxim interlok primary femoral component 65 right, catalog #: 140012, lot #: 182770, biomet arcom 3 peg patella 34mm: catalog #: 11-150842, lot #: 157010.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision of the tibial bearing to address pain and instability approximately sixteen (16) years post-operatively. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical devices - unknown maxim tibial component ,catalog # ni, lot #: ni; unknown maxim femoral component, catalog #: ni, lot #: ni. The complainant has not indicated whether the product will be returned to zimmer biomet for investigation after it is explanted. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient is scheduled to undergo a knee arthroplasty revision of the tibial bearing to address unknown complications. No additional patient consequences were reported.